Event description:
The customer reported that the system's footswitch was sticking outside of a procedure. No pt injury was reported.

Manufacturer narrative:
The footswitch was replaced by the customer. The system was tested and found to be working as intended and put back into service.